Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a memory review of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was noted that the markers on the electrogram were not aligned. Boston scientific technical services (ts) was contacted and a ts consultant discussed that the misalignment is due to a delay of transmission between the s-ICD and programmer due to a telemetry issue. No adverse patient effects were reported. The s-ICD remains implanted and in service.